Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support. Additionally, it was reported the pump time settings were incorrect.